Event description:
Customer reported when awoke, feeling dizzy and lightheaded. Blood glucose reading at 6:30am = 401 mg/dl. Customer went to hospital at 11:45am. Hospital blood glucose device reading = 96 mg/dl. Hospital administered unknown dose of insulin. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.